Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis found no anomalies. The proximal conductor had blood/body fluids (not obstructed). The outer insulation breached cut and had a cosmetic depression. Visually, there was apparent explant damage.

Event description:
It was reported that there was a lead warning on the right ventricular lead due to undefined and high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.